Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that moved on balloon occurred. During the procedure, a 3.00 x 48mm synergy? Xd drug-eluting stent was advanced for treatment. However, prior to inflation, a portion of the stent was raised from the balloon/displacement from its original position on the balloon was observed. The device was removed, and the procedure was successfully completed with an alternate device. No patient complications were reported.

Manufacturer narrative:
H6 - added material deformation code.

Event description:
It was reported that moved on balloon occurred. During the procedure, a 3.00 x 48mm synergy? Xd drug-eluting stent was advanced for treatment. However, prior to inflation, a portion of the stent was raised from the balloon/displacement from its original position on the balloon was observed. The device was removed, and the procedure was successfully completed with an alternate device. No patient complications were reported.